Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. No prime anomalies were noted. The pump was left at the display properly matched units left at the test reservoir during testing.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 53 mg/dl at the time of the incident. The customer was given glucagon and sugar to treat. The customer experienced a high after being treated for the low and was given insulin injections and antibiotics to treat. The customer was wearing the insulin pump during the incident. The caller stated that they noticed that during priming, insulin gets stuck in the tubing and does not get pushed through even after holding the act button. The pump also has a grinding noise during priming and rewinds. The customer was not disconnected during the prime process. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.